Event description:
A 220lb. Male pt was moved from a hosp bed to a vic429 chair - the chair tipped backwards, the pt slid off the backrest with a pillow under his head, onto the floor. No injury was reported. The pt was placed back on another unit for his procedure. The vic429 in a "reclinded" position during this entire event and also rotated 90 degrees from a safe recline position.